Event description:
Customer reported via phone call that she was by the pool and slipped and fell into the water. Customer stated that the screen on the insulin pump went blank. She dried it and stated that it seemed to be functioning again and she was still using it. Customer also reported that the insulin pump has a crack at the screen corner where the battery icon is. Blood glucose value at the time of the incident is unknown; the morning of the call it was 183 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was noted on the electronics, motor, battery tube, vibrator or keypad assembly. The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents and no damage was noted to the isolation tape. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.